Event description:
It was reported that the device battery had allegedly prematurely depleted. Boston scientific technical services was contacted and recommended device replacement within 60 days. The patient and the family have yet to decide if a device replacement procedure will be performed due to the patient's old age. The patient was stable with no adverse consequences. Additional information has been requested, but not yet received.